Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed preventive maintenance. Force sensor failure. There was no patient involvement.

Manufacturer narrative:
H6 fields are updated a review of the device history record showed the device had a manufacture date of 07jun2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed preventive maintenance. Force sensor failure. There was no patient involvement.

Event description:
The customer reported, failed preventive maintenance. Force sensor failure. There was no patient involvement.

Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician, noted that they replaced force sensor, front cover, right handle, and carriage fpc. The failure code other was used to track the alaris software version, as received from the customer. And the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined, that the probable cause of the reported issue wa,s due to electrical failure of the force sensor assy 8110/8120. A review of the device history record showed, the device had a manufacture date of 07jun2005. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported failed preventive maintenance. Force sensor failure. There was no patient involvement.